Manufacturer narrative:
(B)(6). During a shunt percutaneous transluminal angioplasty (pta) case, a saber pta catheter ruptured. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the shunt. The patient¿s vessel level of tortuousity and calcification are unknown. The rate of stenosis is unknown. The device was delivered to the lesion and inflated when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown. During a shunt percutaneous transluminal angioplasty (pta) case, a 3x40mm saber pta catheter ruptured. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the shunt. The patient¿s vessel level of tortuousity and calcification are unknown. The rate of stenosis is unknown. The device was delivered to the lesion and inflated when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17526106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During a shunt percutaneous transluminal angioplasty (pta) case, a saber pta catheter ruptured. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the shunt. The patient¿s vessel level of tortuousity and calcification are unknown. The rate of stenosis is unknown. The device was delivered to the lesion and inflated when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown.